Event description:
Customer needed assistance programming his replacement insulin pump. There was a check settings alarm. Customer's blood glucose was 522 mg/dl. Customer was assisted in programming his setting in the replacement pump. He set up a new infusion set and reservoir and treated through the device. Customer was advised a check settings alarm will occur when first programming a new insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.